Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during device change-out procedure, the new device was connected successfully to the lead. While placing the device in the pocket, physician decided to disconnect the svc lead and reposition it to lay flat in the pocket. Physician was unable to re-engage the wrench into the set-screw after disconnecting the svc lead. Device was not used and a new device was implanted successfully. Patient was stable throughout the event.

Manufacturer narrative:
Analysis was normal. No anomalies were found.